Event description:
It was reported by the rep the device was used during a breast biopsy. It was reported the probe was inserted and fired. The cutter was turned on and as the cutter passed through the tissue some resistance was felt and a grinding sound was heard. The tissue sample was obtained. During the second sampling the same events occurred, except the cutter knob could not be retracted and the probe was removed. Upon inspection, the tip of the cutter was noted to be uneven. Images were taken and revealed a piece of what appeared to be a metal shaving.